Event description:
Medtronic received information regarding a thermal therapy system being used during a soft tissue ablation (neuro) procedure. It was reported that there was an intracranial hemorrhage. It was noted the patient had an intracranial hemorrhage nearby the stereotactic placed cooling catheter superior/anterior to the trajectory. This bleed was found during imaging setup for the ablation. The cooling catheter had been planned and inserted using a stereotactic device (non-medtronic). The imaging system was used for placement confirmation imaging intra-operatively. The health care professional (hcp) opted to proceed with ablation and run more imaging to evaluate the next steps. The procedure concluded successfully and post ablation they opted to do a wake up test to evaluate patient next steps. Follow up with the hcp to be continued. The product and procedure was not specifically named as a reason for the unexplained hemorrhage. There was less than an hour delay to the case.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction made to g2: the reported issue occurred in the USA not a foreign country. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.